Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a colon procedure, the tissue pad melt. They don't know if there was an error code or not. The pad didn't fall into the pt. Surgeon used another like device. No pt consequence.